Event description:
A vaxcel mini port placed for therapeutic purposes in 2004. During catheter insertion, the peel-away sheath fractured and did not peel all the way. A wire was inserted to remove the first sheath and was replaced with another peel-away sheath.